Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements and lead safety switch (lss) was triggered. This patient was pacemaker dependent. Technical services (ts) was consulted and provided reprogramming recommendations to avoid over-sensing and pacing inhibition. This lead remains in service. No adverse patient effects were reported. Additional information was received, the clinical field representative confirmed that there was a pacing inhibition, and the patient is planned to have a reimplant. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received, this rv lead was explanted due to advisory and was successfully replaced with another lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).